Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No damage was noted on the isolation tape. No traces of moisture were noted at the electronic, motor or keypad assemblies per visual inspection. No cosmetic damage was noted.

Event description:
It is reported by the patient that their insulin pump has no display and can't read the screen. The patient's blood glucose level is 333mg/dl. Trouble shooting was conducted and found water damage. Device is being returned. No further information available.